Event description:
The customer originally returned her evis exera iii colonovideoscope as during reprocessing an air/water leak was noted at the switch box. This event had no patient involvement. During the device evaluation, an e315 error code was discovered. This report is being submitted to capture the error code found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user's report was confirmed, the unit was leaking from multiple locations, including the damaged toggle at the switch box. Also, as noted in b5, an e315 error message was displayed. Additionally, the connector label was noted peeled. No image was present during testing. The cover and insertion tube insulation was out of specification. A b30 error code was present. The object lens was scratched, and the light guide lends was chipped. The control body was worn and had dents present. The light guide tube was badly buckled and inflated. The connector was scratched. Impact damaged was noted on the gold pins. The light guide mount was found loose, and the cover, distal end, distal end adhesive, and insertion tube were all non-olympus parts. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: ·due to physical stress or the like, leakage occurred, water invaded the device and abnormality in electrical components occurred. ·due to inappropriate third-party repair, the device was not durable enough. Grounds of the presumption: biopsy channel, angulation control knob and sw were broken, and had leakage. Multiple locations on the device were damaged, which was trace of physical stress. Non-olympus parts were assembled, which was trace of third-party repair. According to investigation result 3-3, cause of the similar event was assumed. IFU states as follows: device may be damaged if physical stress is applied. Perform a leakage test and do not use the device if a leak is detected. "As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage¿. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage. Olympus will continue to monitor the field performance of this device.